Event description:
It was reported the interstim had ¿stopped working years ago.¿ it was stated the implantable neurostimulator ¿never really worked for the patient¿s bowel condition.¿ the patient was implanted as investigational. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0327000v, implanted: (B)(6) 2003, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).